Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
C-qur mesh was recently explanted from a patient due to erosion and bowel obstruction.

Manufacturer narrative:
We are unable to perform a complete evaluation as the hospital has not provided product code, lot number or sample for requested information. Based on the information provided by the patient we cannot conclude that the patient¿s symptoms are directly related to the atrium mesh that was implanted. Clinical evaluation: c-qur mesh is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Mesh erosion is a serious and not uncommon complication in women undergoing vaginal mesh repair. Mesh erosion is likely associated with the patient¿s comorbidities, surgical procedures, and mesh material. Concomitant hysterectomy and hypertension were associated with mesh erosion. In the management of mesh erosion, conservative treatment can be tried as the first-line treatment for smaller erosions, while surgical repair for larger erosions. A small bowel obstruction occurs when your small or large intestine is blocked. The blockage can be partial or total, and it prevents passage of fluids and digested food. If intestinal obstruction happens, food, fluids, gastric acids, and gas build up behind the site of the blockage. Symptoms of a bowel obstruction include bloating, abdominal pain, nausea, vomiting, constipation, diarrhea, and abdominal cramps. Intestinal obstruction may also cause serious infection and inflammation of your abdominal cavity, known as peritonitis. This occurs when a portion of your intestine has ruptured. It leads to fever and increasing abdominal pain. This condition is a life-threatening emergency requiring surgery. Causes of intestinal obstruction may be due to adhesions, severe inflammation, volvulus, intussusception, gallstones, hernias, and inflammatory bowel disease. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur.